Manufacturer narrative:
Patient weight is not available for reporting. (B)(4). Event occurred during the procedure. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial open reduction internal fixation (orif) femur procedure on (B)(6) 2016, a 4.5 mm cortex screw broke. The surgeon was tightening a 4.5 mm cortex screw self-tapping 46 mm into a 4.5 mm variable angle locking compression plate (va-lcp) curved condylar plate ¿ 12 hole, right with a 2.5 mm hex screwdriver through an aiming arm. The screw head broke/popped off leaving the shaft of the screw in the femur. The screw head fragment did not fall into the patient and was easily removed. However, the surgeon had to use a screw removal set to dig around screw shaft to remove it which resulted in an hour delay and unanticipated x-rays. The surgeon implanted a new screw. The remainder of the procedure was completed successfully and patient outcome was stable. Concomitant devices reported: the 4.5 mm variable angle locking compression plate (va-lcp) curved condylar plate ¿ 12 hole (part # unknown, lot # unknown, quantity # 1), aiming arm (part # unknown, lot # unknown, quantity # 1), the 2.5 mm hex screwdriver (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 4.5 mm cortex screw. This is report 1 of 1 for (B)(4).